Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used. Post operatively the mandibular total prosthesis was not worn for 2 weeks.